Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. Another 5.0mmx150mmx150cm sterling balloon catheter was advanced but also ruptured at 6 atmospheres. The procedure was completed with another of the same device and no patient complications were reported.